Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the unites states. It was reported that the patient faced cannula issue on (B)(6) 2023 as cannula was found bent which led to occlusion alarm. The patient had faced three events of bent cannula. The infusion set was in use for two hours and the blood glucose level was high (485 mg/dl) at the time of event. Patient replaced the infusion set and resumed insulin successfully. No further information available.